Event description:
It was reported by the rep that the device was used during laparoscopic cholecystectomy. It was repoted while observing this case, the rep saw a gasket tear. It was a five millimeter port (355ld). 11/9/98 an add'l trocar was pulled to continue with the procedure. There was no consequence to the pt.